Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt chest pain. The right atrial (ra) lead showed far field r-wave oversensing on current and stored episodes. The right ventricular (rv) lead also showed high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.